Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a patient had two iols implanted and driving in the dark was horrible. The halos around headlights and street lamps made it dangerous to drive. Additional information has been requested and received stating that patient had extensive haloing around headlights, tail lights, street lamps, other outdoor lighting. There are two medical reports associated with this patient. This file belongs to the right eye.